Manufacturer narrative:
Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Unit received with blank display due to corroded battery tube. Unable to verify failed battery alarm due to blank display noted.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm and failed battery alarm. Customer stated they did not receive low battery alert prior to replace battery alert. Customer stated this was not the second occurrence of replace battery without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.